Manufacturer narrative:
Reported complaint of "despite following proper battery mgmt, batteries were found to give low run times of 10 minutes each or less" could not be verified because the batteries were not returned for eval. A supplemental report will be filed if the batteries are returned. No adverse event reported.

Event description:
It was reported that despite following proper battery mgmt, batteries were found to give low run times of 10 minutes each or less. No adverse event reported.